Event description:
During routine testing of the device at the service center, the service tech reported the bottom of the front cover of the calibrator was broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.